Manufacturer narrative:
The event occurred in australia during treatment. It was reported that the customer did a circuit change on the cardiohelp on (B)(6) 2025 and has since than issues with the venous pressure. Pven is not displaying. The integrated sensor and the cable were checked and cleaned. No fault found. The cardiohelp was replaced preventively, and the fault was not resolved. No harm to any person has been reported. As a pressure failure during treatment can lead to a pump stop, if the intervention is set by the user, a report is required. The affected product was investigated by the getinge laboratory on 2025-06-02 with following conclusion: the reported failure could not be confirmed, although the venous pressure values displayed were different to the expected values. During visual inspection no cause could be found, which would have favored a total failure of the sensor. Therefore, the exact root cause remains unknown. However, according to the risk assessment of the hls set the following root cause can lead to the reported failure: - rpm too high - inadequate low venous pressure or inadequate high arterial pressure. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2025-06-02. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "venous pressure reading total fail" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the australian market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls with catalog number 701069065.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in australia during treatment. It was reported that the customer did a circuit change on the cardiohelp on (B)(6) 2025 and has since than issues with the venous pressure (pven). Pven is not displaying. The integrated sensor and the cable were checked and cleaned. No fault found. The cardiohelp was replaced preventively and the fault was not resolved. The patient currently remains on the circuit. The customer is measuring pre pump gases. No harm to any person has been reported. As a pressure failure during treatment can lead to a pump stop if the intervention is set by the user, a report is required. Complaint ID# (B)(4).